Event description:
It was reported that during a revision due to ventricular oversensing, loss of telemetry was observed. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported loss of telemetry was confirmed in the laboratory and was due to parity errors. It is believed that the errors were caused by emi.